Manufacturer narrative:
The customer reported that the ac power module had failed. Failure of the ac power module would prevent the unit from powering up on ac power, as well as prevent the battery from charging. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ac power module had failed. Failure at the ac power module would prevent the unit from powering up on ac power, as well as prevent the battery from charging.